Event description:
During baxters device evaluation for an unrelated complaint, the device was found to display a delayed keypad response. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was evaluated by baxter. The evaluation found a delayed keypad response, caused by a failed printed circuit board (pcb). The failed pcb was replaced.